Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a partially calcified right common femoral artery was attempted using a proglide device via a 6f sheath prior to an abdominal diagnostic procedure. Reportedly, the suture did not deploy and the needles came out without the suture. Additionally, the artery ruptured (artery wall injury). Manual arterial compression and a stent graft were used to achieve hemostasis. There was a clinically significant delay in the procedure due to a hematoma evolving and a second contralateral intervention performed. The physician is reportedly trained in the use of the proglide device. No additional information was provided.